Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "high incidence of stem loosening in association with periprosthetic femur fractures in previously well-fixed cementless grit-blasted tapered-wedge stems" which aimed to document the incidence of stem loosening following periprosthetic femur fracture in previously well-fixed cementless grit-blasted tapered-wedge stems. Two patients in this study had received a biomet mallory-head and it was further reported by the author of the above mentioned article that he had no specific information regarding the two patients with biomet implants. However, he did state that the periprosthetic fractures were caused by the patients accidentally slipping and falling down.

Event description:
Information was received based on review of a journal article titled, "high incidence of stem loosening in association with periprosthetic femur fractures in previously well-fixed cementless grit-blasted tapered-wedge stems" which aimed to document the incidence of stem loosening following periprosthetic femur fracture in previously well-fixed cementless grit-blasted tapered-wedge stems. The first group of patients (gb group) consisted of 36 periprosthetic femur fractures of either vancouver b1 or b2 following hip arthroplasties using cementless grit-blasted tapered-wedge titanium stems. The second group of patients (pc group) consisted of 21 periprosthetic femur fractures of either vancouver b1 or b2 following hip arthroplasties using cementless proximal porous-coated stems. At the time of primary hip arthroplasty, two types of femoral stems were used in the gb group and five types were used in the pc group. Two patients received a mallory-head and were in unknown group(s). The journal article reports that seven of 26 fractures were vancouver b1 and 29 were vancouver b2 in the gb group, whereas 18 of 21 fractures were vancouver b1 and 3 were vancouver b2 in the pc group. The odds ratio for stem loosening was 24.86 in the gb group versus the pc group. The mean time elapsed between hip arthroplasty and periprosthetic femur fracture was 49.6 months in the gb group and 44.4 months in the pc group. For the stability of femoral stems, 7 of 36 patients were vancouver type b1 and 29 were vancouver type b2 in the gb group, whereas 18 of 21 fractures were vancouver type b1 and 3 were vancouver type b2 in the pc group. The difference in stem loosening incidence between the two groups was statistically significant. The odds ratio for stem loosening was 24.86 in the gb group versus the pc group. The article concluded that hip arthroplasty using cementless grit-blasted tapered-wedge titanium stems showed higher incidence of stem loosening in association with periprosthetic femur fracture than hip arthroplasty conducted using proximal porous-coated stems.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; catalog number, lot number, expiration date - unknown; date implanted - unknown; date explanted - unknown ; PMA/510(k) number - unknown; manufacture date - unknown.